Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The ventilator was failing test 6. Unit o2 flow is out of specification and the o2 flow on the v60 screen is low ad it is indicating air flow. Part number for the flow sensor module and o2 solenoid was provided. The latest revision of the service manual was sent to the customer. The gas delivery system (gds) was returned for failure investigation. The root cause was isolated to oxygen flow sensor u1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator oxygen (o2) flow test was low. The ventilator was not in use on a patient at the time of the event occurred.